Event description:
Complainant alleged that while treating pt the device successfully delivered energy to the pt a reported three times; however, on the fourth attempt the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.